Manufacturer narrative:
This event was inadvertently filed.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the sensor wire became detached from the sensor. A root cause could not be determined. A replacement sensor was sent to the customer.